Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were reviewed and findings were previously reported within the initial report. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - vanguard cruciate retaining femoral component right 62.5 catalog #: 183006 lot #: 756480, vanguard e1 cruciate retaining tibial bearing 12mm x 71/75mm catalog #: ep-183442 lot #: 270350, cobalt bone cement catalog #: 402282 lot #: 510500. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and lateral tibial component loosening approximately two (2) years post-operatively. Revision operative notes noted looseness of the tibial tray laterally, but not medially. The femoral component was noted to be stable and was left in place. Attempts have been made, however, no additional information is available at this time.